Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that the midnight schedule did not display on station. A technical support specialist (tss) reviewed the reported issue involving orders with a 24:00 start time and found that the first example could not be validated, with no evidence of incorrect station behavior. All subsequent examples used workaround times such as 23:50 instead of 24:00, and these behaved normally, consistent with expected pyxis processing. No reproducible case was provided that matched the original 24:00 start time issue, and no new evidence indicated a system malfunction. Workarounds using valid time values such as 23:59, 00:00, or 00:01 continued to function correctly. Tss advised that the facility use of 24:00 in their frequency schema might require review due to ambiguity in admit discharge transfer (adt) and patient interface system (pis) workflows. With no actionable findings and tss confirmed normal system behavior and informed customer to open a new case if any new examples in future. The tss explained the findings to the customer and proceeded with case closure. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not showing on the station. The customer reported that the issue was related to the timed order not being available on the pyxis machine for the scheduled dose. For the 24:00 timed dose, the pyxis machine did not display the dose as available and instead showed the 06:00 scheduled dose. This issue occurred only when the first scheduled dose was set to begin at 24:00. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.